Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). It was reported they did a dye study on (b0(6) 2019 and could not fully aspirate 1ml. The hcp decided to bolus the patient with dye. The hcp confirmed that the dye was only in the epidural, and images showed the catheter was epidural. 1.5 hours later, the patient had no symptoms. The patient would be kept overnight to ¿keep an eye on¿. It was initially reported that the plan was to do a catheter revision to move the catheter out of the epidural space. However, it was further clarified by the hcp that that there was no current plan to do a catheter revision at this point as the patient did not experience any symptoms. Elective replacement indicator (eri) was coming up in december 2020, so the hcp thought the plan was to do a revision when eri hits. It was unknown if the catheter was implanted epidurally or if it migrated to the epidural space. However, the hcp stated that it ¿didn¿t look like it was meant to be implanted there¿, but the hcp then repeated that it was unknown if it was implanted there or if it migrated there. Volume discrepancies were: (B)(6) 2018 ¿ erv 10, arv 13.4 (B)(6) 2018¿ erv 4.9, arv 9 (B)(6) 2018 ¿ erv 5.4, arv 10 (B)(6) 2018 ¿ erv 4.9, arv 9 (B)(6) 2019 ¿ erv 5.4, arv 11 (B)(6) 2019 ¿ erv 6.8, arv 11.5 (B)(6) 2019 ¿ erv 4, arv 9 (B)(6) 2019 ¿ erv 3.5, arv 11 the cause of the volume discrepancies was not determined.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 950 mcg/day via an implanted pump for intractable spasticity. It was reported the actual residual volume (arv) is greater than the expected residual volume (erv). It was noted the last several refills they have noticed an increase in the arv aspirated from the pump. On the date of this report, it was 7.5mls more than expected. The hcp reported the patient was having no therapy issues with these volume discrepancies. The rep would contact the hcp to discuss troubleshooting. The event date was asked and unknown. No further complications were reported.